Manufacturer narrative:
Patient codes: 2119, 1994, 2422, 2120, 3189 - surgical intervention.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an anterior vaginal repair, retropubic mesh, cystoscopy, and posterior vaginal repair on (B)(6) 2017 and mesh was implanted. No additional information was provided.